Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported since they started the aligner treatment they have been in immense pain, their jaw has hurt more and their overjet is worse that it was at the beginning. The aligners have destroyed their mouth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.